Manufacturer narrative:
Doctor said this was an osteomed guidewire, however, sales records show very few purchased in 2008 compared to number of implants done. This guidewire came from the hospital's set - it was not brought in by territory manager for the case. Lot number information was not provided by hospital. The guidewires distributed by osteomed are purchased by osteomed from a 3rd party, who manufactures guidewires for the industry. Doctor spoke to her chief and he stated that broken guidewires have happened to him before, but never with osteomed guide wires. There is no record of either a 316-0004 or 316-0006 previously breaking in the complaint database in the last 5 years, with all the quantities that have been sold. Attempts to replicate the observed damage (torsional breakage, damaged tip) by driving the guidewire into a screw were unsuccessful.

Event description:
Doctor performed an austin osteotomy procedure. Doctor drove guide wire from medial proximal to distal lateral, and realized the wire had gone too far into the base. The doctor used the k wire driver to retract it back. When it had entered the head of the 1st metatarsal the doctor placed the screw. The wire was withdrawn. Doctor checked joint for mobility and completed procedure. Radiologist called doctor after post-op x-ray to say the screw had broken. Doctor went to observe and noted a piece of metal in proximal phalanx. She felt it would not cause problems, however, patient complained of pain and swelling. After several months doctor performed CT scan with a different radiologist. Determined screw was fine and that metal was a tip of the guidewire. Fragment removed in 2009. Patient fine. During final insertion, the screw broke. Doctor used needle nose pliers to remove the screw, damaging some bone in process. Doctor applied bone grafts and finished the procedure using k-wire. Patient has been evaluated post op via x-ray. Everything is healing nicely. The pins used to fixate in place of the screws have already been removed and patient is doing well.